Event description:
While pulling the catheter back into the needle, to readjust it's position, the tip of the catheter broke off into the patient (a 2 cm piece). The physician and the surgeon discussed the risks and benefits of operating the site to find and remove the catheter versus leaving it in. The decision was to leave it in. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Diagnosis or reason for use (indication) - nerve block.